Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml. Flow rate: unk. Procedure: left rotator cuff repair. Cathplace: interscalene. Pt reported that bolus button would pop back up after being pushed down, but orange indicator would not go up. Bolus was tested prior to pt discharge and was functioning appropriately on (B)(6) 2011. Pt returned to doctor and pump was replaced. Original pump was discarded. No adverse event reported. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no sample received for eval and investigation. The sample was discarded by the end user. Results code: without the actual product, a complete analysis cannot be conducted. Conclusion code: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Although the sample will not be received from the end user, this product is under recall.